Event description:
Patient was not feeling stimulation with implantable neurostimulator (ins). Patient reported they had a return of symptoms about 4 months ago. They were unable to communicate with their programmer with or without antenna as they had poor communication, and it was suspected by the representative that the device could be depleted. Patient was redirected to follow-up with their health care professional. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information from the patient reported that they have an appointment with a physician on (B)(6) 2017 for pre-exam and another appointment on (B)(6) 2017 for battery change. The patient reported that the circumstances that led to the return of symptoms included the need to increase battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.